Event description:
It was reported by the customer that a bd pyxis medstation es system displayed a fatal error on the screen preventing access to medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. Case: (B)(4). Es failed to recover drawer. Case: (B)(4). Es medstation: 4n station drawer wont open. Case: (B)(4). Failed drawer. Case: (B)(4). Sch435osb main 4.1 and 4.2 (cubie drawer device not detected on bus). Case: (B)(4). Same hh drw failure. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error was preventing access to medication. A technical support specialist stated that the device was up and running and user was able to login and remove medication. The system functioned as intended after the technical support specialist assessed the device.